Event description:
It was reported via repair work order that the foot right side rail was kicked off the bed and there were sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.